Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified vessel. A 5.0mmx20mmx143cm nc quantum apex balloon catheter was advanced for dilation. However, during third inflation at 18 atmospheres for 30 seconds, the balloon ruptured. The device was removed from the patient's body without any problem and completed the procedure with a different device. There were patient complications reported.